Event description:
The device was used during an anterior and posterior repair of the sacral spinous ligament suspension. Reportedly, the needle broke while passing through the spinous ligament. The surgeon's attempt to remove the broken portion of the needle was unsuccessful. The hospital has reported that the pt's status satisfactory.